Manufacturer narrative:
The handpiece was received by the MFR and the complaint was confirmed. Internal components were evaluated and the motor hose assembly was replaced. Preventative maintenance was performed and the handpiece was returned to the customer.

Event description:
It was reported that after sterilization, during equipment testing, a hole was discovered in the hose of the pneumatic drill hose. There was no report of any oil leakage from the device. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.